Event description:
An implant patient registry (ipr) card was returned for this patient, which indicated that a 23 mm sapien valve was implanted on (B)(6) 2011. On (B)(6) 2012, a sapien xt valve was implanted in the same patient. Additional investigation revealed the following: the initial sapien valve was delivered transapically. Per report, it was an uncomplicated procedure with a perfect result (only trace aortic insufficiency). The patient went to the hospital, a year later, with cardiac decompensation because of a high grade central aortic insufficiency (not related to a paravalvular leak). A transesophageal echocardiogram (tee) showed a degenerative change of all leaflet margins with a coaptation defect in the middle resulting in a broad central insufficiency. A sapien xt valve was implanted transfemorally with a good result.

Manufacturer narrative:
Despite numerous attempts, no additional information or imaging could be obtained in relation to this event. The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use and the patient screening manual, valve regurgitation is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify the sapien xt valve being deployed too ventricular and abnormally long native valve leaflets as factors that can contribute to regurgitation and native leaflet overhang. Other factors that could cause central regurgitation include over expansion or asymmetrical deployment of the delivery balloon, and inadequate coaptation of prosthesis leaflets. In the absence of imaging, the root cause of the central regurgitation and the reported coaptation insufficiency cannot be confirmed. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.